Manufacturer narrative:
The manufacturing site name and address were unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during a total joint replacement surgical procedure, it was discovered that while the surgeon was using the battery reamer/drill device, smoke started coming from the battery casing device of the drill device. It was reported that another battery device was used; however, the same issue occurred. There were no delays to the surgical procedure as spare devices were available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown, however it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device serial number was unknown in the initial report; therefore, the device manufacture date was also unknown. The serial number was identified as (B)(4). The device manufacture date was updated to 12/16/2008. Therefore, UDI has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
Upon subsequent follow-up with the customer, additional information was received. The reporter clarified that the smoke was coming from inside the battery casing device. It was further reported that the plastic around the battery contacts melted. According to the reporter, the end users did not have any problems with the original battery nor with the spare battery. And both battery devices were still being used.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device had a short circuit (electronic control unit¿s resistance measured less than 5 ohms); therefore, the pre-repair diagnostic assessment could not be fully completed. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.